Event description:
It was reported by the patient that they are experiencing skin irritation. The patient described the skin as red and itchy. It looks like she has a rash. The patient has hives, but now it is irritated. The patient is using hydrocortisone cream and moving the electrodes around. The patient uses electrodes and cover patches. The electrodes were changed and moved around every day. The patient uses the unit 24/7. The patient has sensitive skin. They are allergic to adhesives and latex. No other allergies. The area is clean with soap and water. The patient told the sales representative that she had sensitive skin. The sales representative told the patient to try the 72r electrodes. The patient spoke to the doctor, who advised her to contact the sales rep to request electrodes for sensitive skin. The doctor did not prescribe anything, but he recommended hydrocortisone cream.

Manufacturer narrative:
Fields with additional information: date of this report, d4: model number corrected fields: b2: outcomes attributed to adverse event, d2: brand name, d2: common device name, d8-9: was this device serviced by third party? G3: date received by manufacturer, g4: PMA/510 (k)#. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was unable to be reviewed as the lot number of the product is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported by the patient that they are experiencing skin irritation. The patient described the skin as red and itchy. It looks like she has a rash. The patient has hives, but now it is irritated. The patient is using hydrocortisone cream and moving the electrodes around. The patient uses electrodes and cover patches. The electrodes were changed and moved around every day. The patient uses the unit 24/7. The patient has sensitive skin. They are allergic to adhesives and latex. No other allergies. The area is clean with soap and water. The patient told the sales representative that she had sensitive skin. The sales representative told the patient to try the 72r electrodes. The patient spoke to the doctor, who advised her to contact the sales rep to request electrodes for sensitive skin. The doctor did not prescribe anything, but he recommended hydrocortisone cream.